Event description:
It was reported that the ipg was difficult to charge and had to be charged frequently. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.